Manufacturer narrative:
The insulin pump was received with moisture damage on the electronics and motor. There was no blank display on the insulin pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's son reported via phone call high blood glucose levels and moisture damage. Customer's blood glucose level was over 500 mg/dl. Troubleshooting for moisture damage was performed. Customer advised they went on a boating trip and noticed condensation inside the display screen. Customer advised the device was placed inside of a plastic bag and was partially submerged under water. Customer advised there was fluid under the lcd display. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.